Manufacturer narrative:
Article citation: radu chiriac, marie donzel, lucile baseggio. Bia-alcl diagnosis: the relevance of cytology and flow cytometry in periprosthetic fluid analysis. Annales de biologie clinique. 2025;83(3):303-309. Doi:10.1684/abc.2025.1976. Continued e.1 address 2: (B)(6). The events of capsular contracture, seroma-late, lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, seroma-late, lymphoma-alcl-suspected additional contacts: dr. Marie donzel 2 service d'anatomie pathologique, centre hospitalier lyon sud, hospices civils de lyon, pierre-benite, france 3 universite claude bernard lyon 1, centre international de recherche en infectiologie inserm u1111 - cnrs umr5308, team lymphoma immuno-biology, lyon, france. Dr. Lucile baseggio 1 laboratoire d¿hematologie biologique, centre hospitalier lyon sud, hospices civils de lyon, pierre-benite, france 3 universite claude bernard lyon 1, centre international de recherche en infectiologie inserm u1111 - cnrs umr5308, team lymphoma immuno-biology, lyon, france

Event description:
Literature article titled "bia-alcl diagnosis: the relevance of cytology and flow cytometry in periprosthetic fluid analysis¿ reported unknown side bia-alcl case showing "atypical cd4+ t-cells with large size and loss of cd3 and cd7, and inflammatory disease with no b symptoms. In all cases, the diagnosis was confirmed through subsequent tissue biopsy (capsular contracture-implant) or cytoblocks prepared from the residual pf. Histopathological marker of cd30+ was present, alk- was not provided. Device status unknown.